Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients pump was removed due to infection. The pump was removed pump removed on (B)(6) 2012. Patient was still in the hospital as of (B)(6) 2012. No patient symptoms were provided. The medication in the pump was morphine. Patient's outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was in the hospital for approximately 3 weeks for the reported infection event. The patient was treated with "several bags of IV antibiotics" and system explant for a "severe infection". The patient initially experienced pain on the side of the pump and swelling. In addition, the incision (stitches) split open and "germs and fluid were pouring out". The patient stated that he overheard the physician say, "I don't think he's going to make it". Following explant, the patient was having "pain 24/7" and also required a walker to ambulate, noting patient's back condition deteriorating so badly. The patient had recovered from the infection and the surgical explant, and was working with the healthcare provider on the next steps for pain management and possible re-implantation of a pump. A follow-up report will be sent if additional information becomes available.

Event description:
It was report by the patient that ¿they had me so sedated¿ at the time of the pump explant for infection.

Manufacturer narrative:
Product ID 8835, serial #(B)(4), product type patient programmer; product ID 8709sc, serial # (B)(4), implanted: (b)(64) 2012, product type catheter; product ID 8591-38, lot # d20368 , implanted: (B)(6) 2012, product type accessory.